Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16. Using the pod 5 / page 44: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Insulet corporation will transition to a new complaint handling system in early april 2017. During this transition period, we will continue processing existing complaints in our legacy system along with processing new complaints in our new complaint handling system. We are letting you know to expect two different patient or manufacturer reference numbers. Refer to below for these references: legacy system: c17-xxxxxx (this format will eventually be phased out once all complaints are closed out in the legacy complaint handling system). New system: cn-xxxxxx (this format will become the standard once all new complaints and regulatory submissions are managed in the new complaint handling system).

Event description:
A patient reported skin irritation to his physician during a routine visit. This had resulted from pod usage on his arms. The affected areas became swollen and hard. Physician prescribed hydrocortisone as treatment. And insulin was changed from novolog to humolog.